Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the device (channels) tested positive with the following microorganism: biopsy channel tested positive with pseudomomnas aeruginosa 26 cfu/70 ml, stenotrophomonas maltophilia 26 cfu/70 ml and staphylococcus epidermidis 26 cfu/ 70 ml. Suction channel stenotrophomonas maltophilia 36 cfu/70 ml. Channels stenotrophomonas maltophilia greater than 100 cfu/ 190 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed the results reported the endoscope device channel (all channels) conforms to results of revivable micro-organisms less than 1 cfu/100 ml and less than 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: distal cover scratch found. A-rubber (bending section) gluing worn. Insertion tube wrinkle found (10mm from glue). Universal cord wrinkle found. Play observed on knob with less angulation. Below are information on customers cds checklist: cds: paa_cds machine soluscope aer/ewd reprocessor: tested. Model name: soluscope. Detergent name: cln. Disinfectant name: paa. Pre-cleaning: aspiration of water through the instrument/suction channel, air/water channel. Flushing channels : a/w channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : aniosyme x3. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: lta medical ref. D-2632125. Manual disinfection: not performed. Scope not sterilized. Scope storage: plasma typhoon, horizontally placed. Scope maintenance: by olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and no obvious deviation were noted from instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.